Event description:
The patient had minor meniscus knee surgery and started using the prescribed cold rush system. He initially used a surgical wrap and gauze as a barrier between his skin and the knee bladder while running the unit. When the ice would melt, he would add additional ice. The patient used the system non-stop day and night. He claims the doctor's instructions were unclear and eventually the patient removed the wrap and had gauze as a barrier between the cold rush knee bladder and his skin. He claims his knee was numb from the surgery but he started to notice discomfort. It started to swell which he thought was from the surgery so he continued icing. He met with his doctor for evaluation. The doctor thought it was only bruising and drained the knee. After meeting with the doctor over the next few days, they did exploratory surgery. The doctor realized the patient experienced frostbite and required a skin graft surgery about 6 weeks after his initial surgery.

Manufacturer narrative:
No corrective action at this time - no product failure indicated. Instructions for use and doctors instructions should be followed.